Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician felt more resistance than usual when pushing saline through the catheter prior to insertion. The catheter was inserted into the patient and the same day "the doctor still feel the resistance when they use the syringe push saline and pumping back to the blood". On the 10th of july the nurses report "the resistance becomes smaller, back to normal". No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the physician felt more resistance than usual when pushing saline through the catheter prior to insertion. The catheter was inserted into the patient and the same day "the doctor still feel the resistance when they use the syringe push saline and pumping back to the blood". On the 10th of july the nurses report "the resistance becomes smaller, back to normal". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and for material ebz-27702-002, a non-conformance was initiated for lot 72c21m0373 to address the issue of "high scrap rate". Without the sample returned for evaluation, it cannot be confirmed if the non-conformance is related to the customer report. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.